Manufacturer narrative:
The technician placed 100 lbs of weight in the middle of the bed and set the bed exit (ppm) on the pod. He removed 50 lbs of weight from the bed. The ppm alarm did go off but it was very faint. He replaced the scale board which came with a new buzzer and ppm and recalibrated the scale to repair the bed.

Event description:
The account stated that the bed exit would not alarm when a patient exited the bed.